Manufacturer narrative:
Concomitant medical products: model: p1501dr, ipg; implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead was noted with high impedance and increased capture threshold that measured at high levels due to a potential lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.